Manufacturer narrative:
The customer replaced the flow sensors but did not confirm the reported event. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: (B)(4). The customer replaced the flow sensors but did not confirm the reported event.

Event description:
The hospital reported an error resulting in loss of mechanical ventilation during a case. There was no patient injury.